Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 306 mg/dl and a ketone level identified as dangerous. Additionally, the customer experienced lethargy and lightheadedness. Reportedly, the continuous glucose monitor (cgm) sensor reading was inaccurate resulting in the elevated bg; however, this could not be confirmed as the cgm bg reading was 360 mg/dl, and the meter bg reading was 198 mg/dl before rising to 306 mg/dl. The customer contacted an ambulance, and insulin was administered via a manual injection and a correction bolus was delivered via the pump to initially address bg. Subsequently, the customer was admitted to the intensive care unit (ICU) where healthcare providers administered intravenous fluids of saline and insulin to treat bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.